Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 51 mg/dl. Reportedly, the customer was using the end of the insulin vial, and reportedly has bg irregularities due to this. Additionally, customer had increased physical activity. Bg was addressed via glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.